Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon stated he was unable to open jaws of a vessel sealer extend instrument efficiently. Had to change instrument to complete procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the grip release slider was not used. No tissue was grasped. The jaws would not open efficiently from the start and therefore were identified by the surgeon immediately as being unable to use the vessel sealer. The instrument was changed.